Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml) and baclofen (500 mcg/ml). The indication for use was non-malignant pain and other chronic pain (trunk/limbs). On (B)(6) 2016 it was reported that the logs were checked and there were multiple motor stalls and recoveries. The hcp though the stalls might be related to the patient's use of a magnetic case for their tablet or interference with the patient's wheelchair. There was also an increase in residual volume from expected. No patient symptoms were reported. It was noted that the patient was schedule for a replacement on thursday ((B)(6) 2016). Additional information was reported by the hcp on (B)(6) 2016. The discrepancy was noted on (B)(6) 2015 and it was reported actual reservoir volume was 11ml and the expected was 2ml at another refill the actual was 10ml and the expected was 2ml.